Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Distal to stent. The stent remains in the patient and the stent delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an extensive lesion in the distal right coronary artery (rca). After deployment of a 3.5 x 48 mm xience xpedition stent in the proximal portion of the lesion, the 3.5 x 23 mm xience sierra stent delivery system (sds) was advanced through the previously implanted stent and positioned in the distal portion of the lesion. Due to vasospasm occurring, the physician decided not to implant the xience sierra stent and that it was not necessary. As the sds was retracted, resistance was felt with the previously implanted stent and the xience sierra stent dislodged from the sds and remained on the versaturn guide wire. An attempt was made snare the stent, but was unsuccessful. Using several different size balloon catheters, the dislodged stent was ultimately implanted inside the previously implanted 3.5 x 48 mm xience xpedition stent. Final angiography showed correct blood flow through the rca. No additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent during placement of the distal stent and reduces the changes of damaging or dislodging the proximal stent. The investigation determined the reported difficulties appear to be related to use error as it is likely that resistance was met as the xience sierra stent was retracted through the previously implanted xience xpedition resulting in the reported stent dislodgement. The reported patient effects and treatments appear to be related to circumstances of procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.